Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy liquid in the drain bag. On the same day, the patient was hospitalized for the event. The patient was unsure if the cause of peritonitis was due to a touch contamination; therefore, the cause of this peritonitis event was unknown. After three days in the hospital, the patient was treated with intraperitoneal vancomycin (dose and frequency unknown) for peritonitis and discharged. At the time of this report, one more dose of antibiotics was needed before a re-culture could be performed, and the patient was recovering from the peritonitis event. Dianeal therapies were ongoing. No additional information is available. This is report 2 of 4 involved in this peritonitis event.